Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 464 mg/dl. The customer was using insulin pump within 48 hours of reported high blood glucose event. The customer reported that they received insulin flow blocked alarm and there was no blockage. The customer stated that the insulin exited during fill cannula and cannula was not bent. The customer reported that insulin was exited with no alarm during prime. The customer declined troubleshooting for high blood glucose because of previous insulin flow blocked alarm. The customer reported that infusion set cannula was bent. The insulin pump will not be returned for analysis.